Manufacturer narrative:
The malfunction was attributed to the device's battery. The battery melted, causing the device not to power on. The device was recertified, repaired and returned to the customer. Analysis of reports of this type has not identified an increase in trend. See scanned page.

Event description:
The device was returned to zoll for an unrelated issue. During functional testing by a zoll medical technician, the device failed to power on. There was no patient involvement in the reported malfunction.